Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
"While the surgeon was backing out screw, the screw tip sheared off. The tip pieces were retrieved and thrown away in a sharps container. The sales rep was not in the case but when he was cleaning up after the case, he noticed that the tip was broken off of the screwdriver head.